Manufacturer narrative:
The catalog number identified in catalog# has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in common device name and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one denali femoral delivery system kit was returned for evaluation. During the visual evaluation, the filter was received outside the storage tube. The pusher wire of the pusher catheter is detached and not returned. The distal tip of the dilator appeared to be damaged. No functional performed due to the nature of the complaint. One electronic photo is provided and reviewed. The photo shows a pusher catheter, dilator and filter storage tube. Therefore, based on the photo review, the reported failure to advance the issue is can not be confirmed. Therefore, the investigation is confirmed for the detachment issue as the pusher wire was noted to be detached. The investigation also confirmed the deformation due to compressive stress issue as the dilator tip was noted to be deformed. However, the investigation is inconclusive for the failure to advance the issue as the filter was received outside the storage tube and there is clear evidence. A definitive root cause for the reported failure to advance and identified detachment of the device or device component and deformation due to compressive issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2025).

Event description:
It was reported that during a procedure, the filter allegedly failed to advance. It was further reported that the filter was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a procedure, the filter allegedly failed to advance. It was further reported that the filter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one denali femoral delivery system kit was returned for evaluation and one photo was provided for review. During the visual evaluation, the filter was received outside the storage tube. The pusher wire of the pusher catheter is detached and not returned. The distal tip of the dilator appeared to be damaged. No functional tests were performed due to the nature of the complaint. Therefore, the investigation is confirmed for the identified detachment and deformation due to compressive stress issues as the pusher wire was noted to be detached and dilator tip was noted to be deformed. The investigation is inconclusive for the failure to advance issue as the filter was received outside the storage tube. A definitive root cause for the reported failure to advance and the identified detachment of the device or device component and deformation due to compressive stress issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.